Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient was placed under general anesthesia on (B)(6) 2017, during an abutment change. The implanted device remains.